Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device still implanted - not returned.

Event description:
(B) (46. As reported to coloplast, the transobturator arm broke during tensioning. The sling was not removed.